Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient on the 7th day of use.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no leakage observed even when pressure was applied on the sac. Sample undergone a 7 day leak test and no leakage was observed. There was no leakage from the valve. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1) do not use on patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the catheter fell out of the patient on the 7th day of use.